Manufacturer narrative:
No medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical record review: the patient in a surgical weight loss workup protocol with a high risk for pulmonary emboli was scheduled for vena cava filter placement. Using a seldinger technique, the right femoral vein was accessed. A venacavagram was performed and the renal veins were identified. The filter was deployed below the renal veins without difficulty. Pressure was held at the access site for hemostasis. The patient tolerated the procedure. Approximately nine years four months post filter deployment, a CT scan demonstrated a linear foreign body which had migrated into the lumen of the left main and segmental pulmonary arteries from the adjacent interstitium since an exam from five months prior. Approximately nine years eight months post filter deployment, the patient presented for retrieval of the filter. The right internal jugular vein was accessed and a venacavagram was performed. The ivc was patent with no clot burden in the filter. The filter was looped by a glide wire, the looped wire was snared and the sheath was advanced over the filter. The filter was difficult to remove as it had been in over nine years and did not have a hook. The filter released within the sheath, therefore, the sheath and filter were removed together. Upon inspection of the filter, it was noted that there were two detached limbs. It was known from prior CT imaging that there was a detached limb in the ivc wall and another detached limb in the left pulmonary vasculature bed. Hemostasis was achieved with manual compression. The patient tolerated the procedure well and was transferred to the holding area in stable condition. A follow up CT scan demonstrated an approximately 2.2 cm hyperdense linear structure at the axial 5 o¿clock position in the inferior vena cava unchanged from an exam one month prior. The additional previously described linear structure within the segmental and subsegmental left lower lobe pulmonary arteries was not imaged. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was received. Patient status was not provided. New information received: medical records were received and reviewed. The patient with a high risk for pe had a vena cava filter successfully deployed in the infrarenal ivc without incident. Approximately nine years post filter deployment, CT scans demonstrated a detached limb in the left pulmonary vasculature and a detached limb in the ivc. The patient was scheduled for a filter retrieval procedure and the filter was retrieved with difficulty. The patient was hemodynamically stable at the conclusion of the procedure. A follow up CT scan demonstrated the detached limb in the ivc unchanged in position and the detached limb in the left pulmonary vasculature was not seen. No additional information surrounding this event was provided in the medical records received.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure. Approximately nine years post filter deployment, CT scans demonstrated a detached limb in the left pulmonary vasculature and a detached limb in the ivc. The patient was scheduled for a filter retrieval procedure and the filter was retrieved with difficulty. The patient was hemodynamically stable at the conclusion of the procedure. A follow up CT scan demonstrated the detached limb in the ivc unchanged in position and the detached limb in the left pulmonary vasculature was not seen. It was further alleged that the filter tilted. The device was removed percutaneously. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Photos and medical records were provided and reviewed. From the photo review, there was six legs and four arms present in the filter. Based on the medical records, approximately nine years four months post filter deployment, computed tomography revealed a linear foreign body which had migrated into the lumen of the left main and segmental pulmonary arteries from the adjacent interstitium. Approximately nine years eight months post filter deployment, patient presented for filter retrieval. The filter was looped by a glide wire, the looped wire was snared and the sheath was advanced over the filter. The filter was difficult to remove as it had been in over nine years and did not have a hook. The filter released within the sheath, therefore, the sheath and filter were removed together. Upon inspection of the filter, it was noted that there were two detached limbs. A follow up CT scan demonstrated an approximately 2.2 cm hyperdense linear structure at the axial 5 o¿clock position in the inferior vena cava unchanged from an exam one month prior. The additional previously described linear structure within the segmental and subsegmental left lower lobe pulmonary arteries was not imaged. Therefore, the investigation is confirmed for filter limb detachment. However, the investigation is inconclusive for filter tilt and retrieval difficulties. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. D4 (expiry date: 11/2009). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical record review: the patient in a surgical weight loss workup protocol with a high risk for pulmonary emboli was scheduled for vena cava filter placement. Using a seldinger technique, the right femoral vein was accessed. A venacavagram was performed and the renal veins were identified. The filter was deployed below the renal veins without difficulty. Pressure was held at the access site for hemostasis. The patient tolerated the procedure. Approximately nine years four months post filter deployment, a CT scan demonstrated a linear foreign body which had migrated into the lumen of the left main and segmental pulmonary arteries from the adjacent interstitium since an exam from five months prior. Approximately nine years eight months post filter deployment, the patient presented for retrieval of the filter. The right internal jugular vein was accessed and a venacavagram was performed. The ivc was patent with no clot burden in the filter. The filter was looped by a glide wire, the looped wire was snared and the sheath was advanced over the filter. The filter was difficult to remove as it had been in over nine years and did not have a hook. The filter released within the sheath, therefore, the sheath and filter were removed together. Upon inspection of the filter, it was noted that there were two detached limbs. It was known from prior CT imaging that there was a detached limb in the ivc wall and another detached limb in the left pulmonary vasculature bed. Hemostasis was achieved with manual compression. The patient tolerated the procedure well and was transferred to the holding area in stable condition. A follow up CT scan demonstrated an approximately 2.2 cm hyperdense linear structure at the axial 5 o¿clock position in the inferior vena cava unchanged from an exam one month prior. The additional previously described linear structure within the segmental and subsegmental left lower lobe pulmonary arteries was not imaged. Image/photo review: four digital photos were provided and reviewed. The first photo shows a filter within a clear specimen cup. It appears that the specimen cup is placed next to a ruler. The filter does not appear to have a hook on the apex. The second photo shows an overview image of the filter. Six legs and four arms can be identified. Two filter legs appear to be crossed within the photo. The third photo shows the specimen cup with the patient label filed out. The last photos shows a side view of the filter within the specimen cup. Based on the provided photos the investigation can be confirmed for detached filter limbs. Conclusion: the device was not returned for evaluation. Photos and medical records were provided and reviewed. Approximately nine years and four months post filter deployment, a CT scan demonstrated a linear foreign body which had migrated into the lumen of the left main and segmental pulmonary arteries from the adjacent interstitium since an exam from five months prior. Approximately nine years and eight months post filter deployment, the patient presented for retrieval of the filter. The filter was looped by a glide wire, the looped wire was snared and the sheath was advanced over the filter. The filter was difficult to remove as it had been in over nine years and did not have a hook. The filter released within the sheath, therefore, the sheath and filter were removed together. Upon inspection of the filter, it was noted that there were two detached limbs. Based on the provided medical records and photos, the investigation can be confirmed for detached filter limbs and difficulties removing the filter. Per the reported medical records, an unconventional method was used to remove the filter. The current IFU states "only use the recovery cone removal system to remove the g2 filter." Therefore, procedural issues involving the retrieval system may have contributed to the difficulties experienced in attempting to remove the filter. Additionally, the filter was implanted for nine years; therefore, patient factors may have also contributed to the difficulties. However, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was received. Patient status was not provided. New information received: medical records were received and reviewed. The patient with a high risk for pe had a vena cava filter successfully deployed in the infrarenal ivc without incident. Approximately nine years post filter deployment, CT scans demonstrated a detached limb in the left pulmonary vasculature and a detached limb in the ivc. The patient was scheduled for a filter retrieval procedure and the filter was retrieved with difficulty. The patient was hemodynamically stable at the conclusion of the procedure. A follow up CT scan demonstrated the detached limb in the ivc unchanged in position and the detached limb in the left pulmonary vasculature was not seen. No additional information surrounding this event was provided in the medical records received.